Event description:
Based on the additional information received on january 08, 2014 from an orthopedist via a marketing partner (B)(4), the case has been upgraded to serious (seriousness criteria: intervention required). This unsolicited device case received from (B)(6) on (B)(4) 2013 from an orthopedist via a marketing partner (B)(4). The case involves a male pt of unknown age who developed swelling (joint swelling) after receiving treatment with synvisc injection. No relevant medical history, past drugs, concomitant medication and concurrent condition were reported. On an unspecified date in 2013, the pt received intra-articular synvisc injection at a dose of 2 ml once a week (batch/lot number and expiration date unknown) into an unspecified knee for an unknown indication. On (B)(6) 2013, after unknown latency, the pt developed swelling (joint swelling). The same day, synovial fluid analysis was performed; joint fluid was aspirated from the knee (joint effusion): the joint fluid was pale yellow with slight opacity. Precipitated fibrin formed a large cake. Total number of leucocytes: 27330/mm3. (The number of cells was counted visually using a counting chamber; however, the number was for reference because the fibrin precipitation was intense.) Differential wbc: granulocyte: neutrophil, 85.3%; eosinophil, 0%; basophil, 0%. Lymphocyte: 5.0%. Monocyte/macrophage: 9.7%. (The numbers of cells were counted visually after smear preparations were prepared and stained by giemsa staining. Neutrophil was dominant) cd4/cd8 ratio (immunohistochemistry): cd4, 0.2%; cd8, 1.3%; cd4/cd8 ratio, 0.15. (After formalin fixation, immunohistochemical staining was performed using cell block method. Then the numbers were counted visually. Most of the cells were neutrophil. Cd4 positive cells were fewer than cd8 positive cells). Other findings: neither crystalline element of urate nor of calcium pyrophosphate was observed. Action taken: drug withdrawn (not otherwise specified). Corrective treatment: received icing and triamcinolone (kenacort) at the site of swelling. Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Swelling (joint swelling) reporting orthopedist's seriousness assessment: not provided. Reporting orthopedist's causality assessment: probable. It was reported that no further information could be obtained as the reporting orthopedist had no time to cooperate with further investigation. Additional information was received on (B)(4) 2013: ptc investigation report was added. Additional information received on (B)(4) 2013 from the orthopedist via our marketing partner, (B)(4): outcome of the event was updated from not provided to unknown, frequency of suspect drug and corrective treatment was added, age group of pt was provided as unknown. Lab of synovial fluid analysis with results was added. Additional information received on january 08, 2014 from the orthopedist via our marketing partner, (B)(4): outcome of the event was updated from unknown to recovering/resolving. The treatment medication of triamcinolone was added due to which the case was upgraded to serious (intervention required). Subsequently, the text was amended accordingly.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Pharmacovigilance comment: sanofi company comment dated january 09, 2014: in this case, the causal role of the synvisc cannot be excluded for the occurrence of the event of joint swelling, however, the lack of information regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.